Event description:
After the carotid stent procedure, delivery and placement of the acculink was successful. No device performance issues were reported. The patient experienced blurred vision in the lower right eye after the procedure. It was reported at the 30 day nihss, that the patient continued to have some right eye visual field [right quadrantanopia] which caused a vision field loss for a few weeks. The patient continues to improve.

Event description:
The finding was adjudicated as a stroke of the eye.